Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against of the provided product and lot code combination(s). Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised bilaterally to address pain (left and right entered on separate complaints). There were no signs of metallosis on the left side. Update rec'd 5/16/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from clicking, catching, peritrochanteric fluid and slight elevations of chrome and cobalt. There is no new additional information that would change the outcome of the investigation. Update rec'd 11/4/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and increased metal ions. The stem is being added for the stated increased metal ions (no lab results given). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/1/2014.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.